Event description:
It was reported the prospective patient was given an external neurostimulator (ens) that had two tiny broken pieces that fell off of it. The prospective patient spoke with a manufacturer representative who told her to buy a new battery for the ens, which resolved the issue. The prospective patient stated she found out yesterday she had a "real bad" kidney infection and went on medication yesterday for it. She claimed to have no stimulation sensation. She turned up the stim sensation, so she could feel it in the "bicycle seat area" of her body, which was not uncomfortable. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was unsure about the timing of her kidney infection, whether it happened during, before, or after her trial. As of the date of this report the patient no longer had a kidney infection. The patient did not go on to permanent implant.

Manufacturer narrative:
(B)(4).